Event description:
It was reported that a polaris loop ureteral stent was used in a ureteroscopic lithotripsy procedure. During the procedure while in the patient, the loop was entangled to the suture string causing it to break when being untied. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation results of stent torn material.

Manufacturer narrative:
The reported lot number could not be matched to the reported device upn. Therefore, the lot expiration and device manufacture dates are unknown at this time. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Imdrf device code a0414 captures the reportable investigation results of stent torn material. Investigation analysis: upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual analysis identified that the stent renal coil was torn. The suture and positioner were returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the renal coil and is removed using excess force, the stent can get torn during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteroscopic lithotripsy procedure. During the procedure while in the patient, the loop was entangled to the suture string causing it to break when being untied. The procedure was completed with another of the same device and there were no patient complications reported.